Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster 2.8 x 19 mm coronary stent graft system was used to treat a perforation caused by another device in the mid-left anterior descending coronary artery that was eccentric and moderately tortuous. The graftmaster failed to cross due to the patient anatomy. Another graftmaster was used to complete the procedure. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.